Event description:
It was reported that the user experienced hyperglycemia while using the ilet system with a dexcom g7 continuous glucose monitor (cgm) after eating a chicken salad sandwich on toast, milk, blueberries, carrots, and cottage cheese without a meal announcement; the highest cgm value was 265 mg/dl, no confirmatory fingerstick was performed, and cgm values were trending down to 251 mg/dl about one hour later. Symptoms included no reported clinical symptoms. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included case review and user troubleshooting and education focused on meal announcement practices. Investigation of this case revealed that the elevated glucose was associated with a missed meal announcement, with no evidence of device malfunction or infusion set failure. It was concluded, based on previously established findings for similar reports, that the cause was use error related to missed meal announcement.

Manufacturer narrative:
Initial.